Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel® dxc 600 instrument, and identified the failure mode as a defective buffer valve. The fse replaced reagent probe a and b and realigned both probes and replaced cr-s reagent pack which resolved the issue. Patient information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer alleged multiple erroneously low creatinine patient results generated for cr-s (creatinine) on system unicel® dxc 600 instrument. The erroneous patient results were reported out of laboratory and were later amended. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. Patient demographics were not provided. The customer provided data for one (1) patient sample.